Event description:
It was reported that during use of this ablator in a shoulder procedure, the device operated in the cut mode on its own. There was no reported injury or surgical delay with this event. The procedure was completed successfully using another ablator. There was a delay reported because during this surgery, this event occurred with three ablators.

Manufacturer narrative:
Investigation findings: conmed linvatec rec'd this device for evaluation and was unable to duplicate the reported problem. Further investigation by the r&d engineer found salt-like deposits inside the unit under the ablate switch dome, which indicated a leak. This may contribute to the reported problem. A supplier corrective action has been initiated. A leak test is performed on all product units prior to packaging and a change in the cleaning process has been implemented for this device prior to bonding. This failure mode remains under investigation, and conmed linvatec continues to monitor this product for failures. Associated reports: 1017294-2008-00236. 1017294-2008-00238.